Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic check, post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that episodes of non-sustained oversensing due to post-paced t-wave oversensing were observed via remote transmission. The patient was asymptomatic. Programming changes were made.